Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited high impedance measurements. The presenting electrogram (egm) was clean, and the pacing threshold and sensing measurements were good. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which indicated that pocket manipulation/ isometrics were performed with no reproducible noise or change in impedance measurements. There were no patient symptoms or adverse events. The cause of the issue was undetermined, and noted to be possible electromagnetic interference (emi). The patient would continue to be followed and monitored in the clinic. The device remains in service.